Event description:
It was reported the device was dropped and broken. The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) lcd (liquid crystal display) is out of specification (display is bleeding). Battery drawer is broken. Battery contacts are compressed. Battery release, lead flex cover, keyboard pad, main printed circuit board, and battery flex are contaminated. Lcd lens is broken. Upper and lower cases, ring cover, and two side bail covers are broken/contaminated. The ring is bent.